Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the complaint could not be duplicated or confirmed on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was no evidence of keypad contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved since the reporter was unable to troubleshoot.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.